Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported patient¿s device was explanted and replaced due to early elective replacement indicator. Patient was fine after the procedure with no complications.